Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - left hip. Reason for revision: infection. Surgeon removed infected asr/aml. Litigation received. Litigation alleges pain, infection, and elevated metal ions. A doi was provided. All implants are now being reported. This complaint was updated on: (B)(6) 2016.